Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly, as multiple cables would not remain inserted into the usb port of the pump. Without the customer holding the cable, the cable would fall out of the usb port. There was no impact to the customer's blood glucose level.